Manufacturer narrative:
H.6. Investigation: a 20039e sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample with an unknown syringe. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 20045709 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can not priming with syringe; tried several times.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: can not priming with syringe; tried several times.